Event description:
Information received by medtronic indicated that the retainer ring was broken. No harm requiring medical intervention was reported. Trouble shooting was not performed and the customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w ver. 4.10d. Retainer ring = clear. Case type: ngp. Customer returned insulin pump for an alleged cosmetic damage, clear retainer ring on may 07, 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to perform the displacement test due to the missing retainer, missing o-ring and broken reservoir tube lip. Hardware low level failure alarm (variable info = 03) alarmed during self test and was confirmed in the formatted history file on december 19, 2022 10:05:23.000 due to broken trace at keypad assembly. Successfully downloaded history files and traces using thus software. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board, pcba2, force sensor, motor and battery tube assembly noted. Faded serial number label noted. In summary, customer alleged cosmetic damaged confirmed. Hardware low level failure alarm confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.